Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Product has not been returned. Event date unknown. Photograph was provided. Additional 510k codes: k011028, k013227.

Event description:
It was reported that packaging of the implant had a label for 4.7x13. When they went to open the container sticker said 4.7x11. They also measured the implant and it was actually 4.7x11mm. The hole was already drilled for a 4.7 x 13mm implant so they used another implant that they had in stock.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection revealed that the vial cap is incorrect, stating that the implant length is 11.5mm. The outer box, vial label, and carrier package all indicate that the device is 13mml, and the device matched print specifications against drawing pd-tsvwb13 rev k. The packaging is noted to already be open. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. No related nonconformances were noted for this complaint after DHR review. Additionally, no nonconformances were noted following review of receiving inspection reports associated with this lot¿s vial cap. The complaint is confirmed. Capas were previously opened to further evaluate the confirmed event. The event described by the customer can be attributed to operator error, leading to an incorrectly labeled product escaping to the field.